Event description:
A registered nurse reported to (B)(6) via fax that the retractable safety mechanism of a jms fistula wingeater 16g increases the risk of needle stick injuries. She stated that it is awkward to manipulate when taking out the needle and promotes bleeding during needle extraction because its not easy to manipulate. "I was trained to take out needles, so its not lack of knowledge on my end." "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".